Manufacturer narrative:
The following device was also listed in this report: device; unknown -biolox 32mm head ; cat# unknown ; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding osteolysis involving an unknown liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following: "this case concerns a female patient who underwent a cementless right total hip arthroplasty in 2007 and then was revised in 2023 for osteolysis. I can confirm that the patient underwent the primary procedure since I was able to see the operation report. I was also able to review the usage sheet for a revision right total hip arthroplasty done on (B)(6), 2023. The root cause of this event cannot be determined with absolute certainty. The causes of osteolysis approximately 16 years after surgery are multifactorial including surgical technique factors, patient activity level and bmi and local metabolic factors as well as systemic metabolic factors, and implant factors. The explanted prostheses should be submitted to stryker for metallurgical analysis and examination". -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported the patient's right hip was revised due to osteolysis of the proximal femur. A head and poly liner were revised to a head and sleeve, mdm metal liner, and adm/ mdm poly insert. Rep confirmed that no further information will be released by the hospital or surgeon.